Event description:
During a remote follow up, oversensing and low defibrillation impedance was noted on the right ventricular (rv) lead. Technical support was contacted and noted low pacing impedance on the rv lead and suspected the oversensing was due to myopotentials. Diagnostic imaging was performed and no anomalies were noted. The rv lead capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
Device history records were not available for review.